Event description:
A healthcare professional reported that during surgery, a system message was displayed. Despite the setting up of another footswitch, the system message persisted. Initially, it was reported that the pt was transferred to another hospital to complete the surgery. Additional info received indicates that the pt remained at the same hospital and another system was brought in to complete the surgery. There was a delay in completing the case, but no harm to the pt was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).